Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer called back after receiving a replacement battery cap. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After multiple battery installations, unit persisted with failed batt test alarm. Unable to perform self test, active current measurement, or sleep current measurement due to failed batt test alarm. Unit was successfully downloaded using thump software. On adapt, failed batt test was recorded multiple times on (B)(6) 2024 15:32:34.000 through 23:50:05.000 hour. As well as on (B)(6) 2024 00:57:07.000 hour through on (B)(6) 2024 01:44:15.000 hour. Battery fault (104) was recorded on (B)(6) 2024 at 15:24:00.000, fault (73) on (B)(6) 2024 at 00:55:00.000, and fault (11) on (B)(6) 2024 at 01:26:00.000. However, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following damages were noted: cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, failed batt test confirmed during testing and in download history review. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.